Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Add'l devices 3060-0100s lag screw, ti gamma3 10.5x100mm lot # k263853.

Event description:
Implant surgeon reported to our sales rep that a pt came in with pain. X-rays were taken and it was observed that the nail is broken.